Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Multiple attempts to obtain additional information have been made; however, no further information was able to be acquired. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq pump under infused and a patient wasn¿t adequately medicated. During a heparin infusion in the cardiovascular intensive care unit, the clinician noted the anti¿factor xa assay levels had not changed after the heparin had been infusing for approximately twelve hours. The volume in the bag was measured at 400ml; however, the volume to be infused on the pump was 266ml. The nurse changed the pump, and the infusion continued without further issues. The heparin had been infusing at 15.5ml/hour as a primary infusion with no added extensions or filters. No further information was available at the time of this report.